Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a physician in (B)(6) regarding a patient receiving intrathecal unknown baclofen (type, lot number, concentration, and dose unknown) via an implanted pump. Indications for use were also unknown. Concomitant drugs were not reported and relevant history was unknown. Case description: case number# (B)(4), is an initial spontaneous report received from a pharmacist via (B)(4) via phone on 20 apr 2016. This report refers to a male patient of an unknown age. Historical condition and concomitant medication were not reported. The patient received baclofen intrathecal (manufacturer unknown) ampoule for the treatment of an unknown indication on an unknown date at an unknown dose, intrathecally. On an unknown date, the patient experienced an infection and they needed to pull pump out as a result. The patient was also nil by mouth. Action taken with baclofen intrathecal was not reported. The outcome and seriousness of the event infection were not reported. Seriousness assessment of event infection was upgraded to serious (medically significant) based on information available in the source document. The pharmacist assessed infection as not related (not suspected) to treatment with baclofen intrathecal. Consent to contact the pharmacist was declined. Novartis comment: the event infection cannot be assessed conclusively with regards to baclofen intrathecal without detailed medical history, location of the infection, etiology, start therapy date and onset date. Drug information, when the patient first started experiencing the event, actions/interventions taken to resolve the event, and if the event had been resolved was not reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.